Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information noted that the patient's pacemaker was explanted and replaced. The patient's condition was stable after the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory via review of the device image and was due to severe code corruption consistent with the reported failed download that occurred in the field. Using automated testing system, the backup condition was reproducible which resulted from an uncorrectable memory error consistent with a xena ic anomaly. The device was tested on the bench and no anomalies were found. The device was found within the expected battery level and longevity range.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon investigation, it was noted that the patient's pacemaker was unable to be interrogated and was in backup vvi mode since (B)(6) 2019. No intervention was performed. The patient's condition was stable throughout the event.